Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 26-may-2016. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') in a 29-year-old female patient who had essure (batch no. 758630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dilatation (for essure insertion procedure - 14 french dilator) on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and complication associated with device outcome was unknown. The reporter considered complication associated with device and perforation to be related to essure. The reporter commented: good visualization of the uterine cavity and right and left were achieved. Right and left tubal ostium: the essure device was inserted, deployed, and removed without difficulty; initially, two coils were appreciated at the ostium, but no coils were visible at the end of the procedure. The patient tolerated the procedure well, and was taken to the recovery room in stable condition. Diagnostic results: (B)(6) 2010: operative findings - the uterus was in the anteverted position, with normal adnexa. On hysteroscopy, the right and left ostia were easily visualized and were patent. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: previously reported event of medical device removal updated to migration or perforation. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation') in a 29-year-old female patient who had essure (batch no. 758630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dilatation (for essure insertion procedure - 14 french dilator) on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and complication associated with device outcome was unknown. The reporter considered complication associated with device and perforation to be related to essure. The reporter commented: good visualization of the uterine cavity and right and left were achieved. Right and left tubal ostium: the essure device was inserted, deployed, and removed without difficulty; initially, two coils were appreciated at the ostium, but no coils were visible at the end of the procedure. The patient tolerated the procedure well, and was taken to the recovery room in stable condition. Diagnostic results: on (B)(6) 2010: operative findings - the uterus was in the anteverted position, with normal adnexa. On hysteroscopy, the right and left ostia were easily visualized and were patent. Lot number:758630, manufacturing date: 2010-07, expiration date:2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 758630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dilatation (for essure insertion procedure - 14 french dilator) on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: good visualization of the uterine cavity and right and left were achieved. Right and left tubal ostium: the essure device was inserted, deployed, and removed without difficulty; initially, two coils were appreciated at the ostium, but no coils were visible at the end of the procedure. The patient tolerated the procedure well, and was taken to the recovery room in stable condition. Diagnostic results: on (B)(6) 2010: operative findings - the uterus was in the anteverted position, with normal adnexa. On hysteroscopy, the right and left ostia were easily visualized and were patent. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; and essure treatment details (lot number, insertion date and procedure details). Company causality comment this spontaneous case report was received from a lawyer on behalf of (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 758630) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dilatation (for essure insertion procedure - 14 french dilator) on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: good visualization of the uterine cavity and right and left were achieved. Right and left tubal ostium: the essure device was inserted, deployed, and removed without difficulty; initially, two coils were appreciated at the ostium, but no coils were visible at the end of the procedure. The patient tolerated the procedure well, and was taken to the recovery room in stable condition. Diagnostic results: (B)(6) 2010: operative findings - the uterus was in the anteverted position, with normal adnexa. On hysteroscopy, the right and left ostia were easily visualized and were patent. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: quality safety evaluation of ptc. Company causality comment. This spontaneous case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.